Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-oct-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5/e1/e2/e3/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation was confirmed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified. Additionally, the device was found dirty. Although the cause could not be specified, it is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing. It is also likely foreign material remained at/around the forceps elevator as the user did not have a cleaning brush for the forceps elevator and did not brush the elevator. The following information was provided regarding the user's reprocessing methods: the identity of the foreign material could not be confirmed. The user inspects the device for abnormalities before use. It is unknown if the device was used on a patient with foreign material. The customer reports they follow reprocessing steps per the instructions for use (IFU). It is possible precleaning was delayed after the procedure. Manual cleaning was not performed within an hour after the procedure and presoaking was not done. The forceps elevator was raised and lowered 3 times in water during aspiration. The forceps elevator was not brushed but it was operated in a detergent solution. It is unknown if the forceps elevator was flushed. Lastly, it was noted the customer does not posses an olympus maj-1888 brush. The following information from the instructions for use (IFU) pertains to this event: the reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The reported event was found during reprocessing.

Manufacturer narrative:
The device was returned for evaluation. It was noted that the objective lens had a scratch on it and the adhesive on the bending section cover rubber was detached. The connecting tube had a wrinkle and a scratch. It was also noted that the scope cover, distal end cover, light guide lens and grip had a scratch. The universal cord coating was peeling and had a dent. Low angulation and play in the knobs was also observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the evis exera ii duodenovideoscope had reduced angles in all directions. Upon inspection and testing of the returned device, it was noted that the forceps elevator had foreign material inside. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.